Event description:
Based on a review of medical records provided by patient's attorney: on (B)(6) 2003 -exploratory laparotomy, lysis of adhesions, repair of umbilical hernia, repair of ventral hernia with dual mesh. On (B)(6) 2004 - removal of infected mesh. On (B)(6) 2005 - exploratory laparatomy and mobilization of bowel and fascia in preparation for complex ventral hernia repair. Repair of incarcerated ventral hernia with alloderm. On (B)(6) 2005 - repair of ventral hernia with prolene mesh. No evidence of alloderm, not fully incorporated. Complete bowel enterolysis performed. On (B)(6) 2007 - repair of ventral hernia with composix kugel mesh. On (B)(6) 2007 - evacuation of anterior abdominal wall seroma.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the medical records provided, a morbidly obese patient with a history of multiple hernia repairs underwent a procedure to repair an incarcerated ventral hernia using a composix kugel mesh on (B)(6) 2011. The medical records indicated that a composix kugel was implanted on that date, however, no operative report has been provided. There is no indication that the mesh implanted on (B)(6) 2011 was explanted. On (B)(6) 2007, the patient was treated for evacuation of an abdominal wall seroma. While there is no indication in the medical records that the composix kugel contributed to the reported seroma, it is listed as a possible adverse reaction in the product's instructions for use. No device failure was indicated, the mesh does not appear to have been explanted, and a manufacturing review did not show evidence of a manufacturing related cause for the alleged event. However, without additional information regarding the patient's operative history as it relates to the bard mesh, no conclusion can be drawn.